Event description:
Pt reported the check button on the infusion device is defective. Pt attempted first to confirm an error e4 (occlusion) error message and then after taking the battery out, an error e8 (power interrupt) error message ten times during the call; without success. No further information is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.